Event description:
A user facility registered nurse (rn) reported the combiset venous transducer backed up blood. Upon follow-up, the clinic manager (cm) stated the clinic staff have been experiencing issues with the newer transducer protectors during priming and treatments and stated they do not screw on correctly into the transducer ports, causing tmp alarms and blood to travel up to and wetting the venous transducer protectors. The reported issue is causing treatment interruptions and delays, and has required staff to swap out the transducer protectors to the older model transducers for patients to resume and complete treatments. The cm stated it has been occurring during treatments and is being reported by her staff. The cm confirmed that it is not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducer protectors are being attached correctly. The cm stated staff are seeing constant transmembrane pressure (tmp) alarms and air detector alarms on the machines. There are no issues with the machines themselves, and the machines are functioning appropriately and as intended. The cm stated saline fluid and blood will back up to the venous and arterial chambers. The reported issues require staff to pause priming and treatments and change out the transducer protectors for the old ones which are known to work better, and treatments are then continued and completed without further issue. No blood loss or patient impact was reported, and all patients were reported to have completed treatments. It was confirmed that there have been no adverse events. The cm stated the samples were discarded and no companion samples were available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.